Manufacturer narrative:
Section d4: additional information section h4: additional information manufacturer's investigation conclusion: analysis of the submitted log file confirmed a complete loss of power to the controller resulting in a clock reset and pump stoppage; however, a specific cause for this event could not conclusively be determined through this evaluation. The submitted log file contained 120 events spanning an unknown amount of time. The data recorded on day 1136, hour 06, minute 50 shows that the controller was connected to the power module and a power cable disconnect alarm was active followed by a complete loss of power. These events would have resulted in pump stoppage. The following recorded entry shows that power was restored, and that the system resumed proper operation at the fixed speed with the clock reset to day 0, hour 0, minute 0. No other atypical alarms or events were captured. For the remainder of the log file, the actual speed remained above the low speed limit and the pump appeared to be functioning as intended. The patient remained ongoing on heartmate ii lvas, serial number(B)(6) , until ultimately undergoing a pump exchange on (B)(6)2020 for suspected thrombus reported under MFR #2916596-2020-00938 . The heartmate ii lvas IFU provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The IFU and the patient handbook also contain information regarding system controller alarms and the proper actions associated with them. Heartmate ii lvas IFU, is currently available. Section 2, ¿system operations¿, section 3, ¿power the system¿, and section 5, ¿surgical procedures¿, warns that ¿at least one system controller power cable must be connected to a power source (power module of two heartmate 14v lithium-ion batteries) at all times¿. Section 3 also provides instructions for exchanging power sources under ¿switching power sources¿. In section 6, ¿patient care and management¿, the user is instructed that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 7, ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to such events. The heartmate ii lvas patient handbook, is also currently available. This handbook warns that ¿at least one system controller power lead must be connected to a power source (batteries, pm, or epp) at all times. If both system controller power leads are disconnected at the same time, your pump will stop¿ under ¿important warnings¿. This handbook also provides instructions for switching power sources under ¿the power module¿ and contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. The patient was transferred from a rehabilitation with no external power hooked to her controller. The manufacturer technical services reviewed the log file and observed a pump stop event due to the controller losing total power. Appeared that the patient was using the power module at the time. Customer was unable to tell how long the pump was off due to the epc controller not having a true date stamp. The patient did not have a backup battery to power the pump like the pocket controller. The patient was reconnected to the power module and the pump restarted. Prior to the pump stop the log captured long odd strings of low voltage events while using battery power only. No further information was provided.